Manufacturer narrative:
Section a: correction h3: one device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the shelf of the device main block, which was determined to have been bent. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Due to its age and condition, the device will be decommissioned.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking even after rings and block were changed. There was no patient involvement or harm reported in relation to this event.